Manufacturer narrative:
The endowrist large clip applier instrument involved with this event has not yet been received for failure analysis testing to be completed. A follow-up MDR will be submitted if further information is obtained. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. No image or procedure video was provided. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the large hem-o-lok clip applier instrument jaws would not close tight enough to lock the clip. No further procedure information was provided as it was obtained through a survey. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.